Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that act button was sticky sometimes. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump screen had scratches, rejected new batteries, had random no delivery alerts, slower to rewound and sometimes stops in the middle. The insulin pump will not be returned for analysis.